Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported having concern with the infusion device this morning during the cartridge substitution. Mother stated the confirm button on the device has not worked both during the piston rod rewind and at the end of the infusion set priming; pressed it for more than 3 seconds without any result. Mother reported that after some efforts they have succeeded in completing the substitution. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.